Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced severe ketoacidosis as well as high blood glucose over 600mg/dl, 470mg/dl and 500mg/dl which was treated with manual injection and bolus using the insulin pump. Customer¿s blood glucose was 400mg/dl at time of incident. Customer also states that they got no delivery alarm. Customer mentioned that drive support cap was normal. Customer also reports that they had blood at site when she removed cannula from body. Customer¿s blood glucose was 200mg/dl at time of call. Insulin pump will not be return for analysis.